Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 311 (mg/dl) for 2 days. Customer changed pump supplies and administered a correction bolus with the pump to treat their bg level. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. While on the phone, customer changed their infusion set again and successfully resumed insulin therapy. Recommendation was made to consult with their health care provider to discuss diabetes management.